Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry. It was suspected that the icm battery was dead. The icm remains in use. No patient complications have been reported as a result of this event.